Event description:
Healthcare professional reported left side "isolated simple cystic nodular images were observed throughout the parenchyma, smaller than 0.7 cm", "normal nodular image is observed in the axilla", "moderate periprosthetic fluid" and "grade IV capsular contracture" via ultrasound and "pain and shape changes." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture grade IV.